Event description:
Customer reported a high blood glucose of 500 mg/dl. Customer treated with manual injections and stated that a bolus did not correct. The blood glucose was brought down to 331 mg/dl. He stated that the drive support cap appeared normal. He found no air in the tubing and no leaks. He stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. He removed the infusion set and stated that the cannula was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.